Manufacturer narrative:
The returned device was investigated and it was confirmed there was a short inside the power button. This resulted in the on/off button being activated when not physically pressed.

Event description:
The customer reported a "machine on/off issue". There was no patient impact or consequence reported.

Event description:
The customer reported a "machine on/off issue". There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. E.1 initial reporter phone number exceeded maximum allowable digits, phone number is as follows: (B)(6). E.1 initial reporter zip code exceeded the maximum allowable characters, zip code is as follows: (B)(6).